Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going

Event description:
Country of complaint: (B)(6). The patient had been in good condition since the primary surgery. The motion range had a tendency to be wide. The patient had a fall around (B)(6) 2017, since then, the patient had uncomfortable feeling and found unusual noise at the site of implantation. Therefore, the patient visit the hospital and the breakage of ceramic head was found. The surgeon would like to know that the breakage caused the fall or the fall caused the breakage. Components in use listed as concomitant devices are: nk538 / biolox delta revision head 12/14 32mm xl; nj438t / sleeve 8/10 xl f/biolox revision head; nh103d / sc/msc biolox delta ins.32mm 52/54 sym.; nh152t / plasmacup msc size 52mm.

Manufacturer narrative:
Investigation: the material was investigated visually and microscopically. The density was also checked for all available materials. Batch history review: the device history files have been checked and found to be according to the specification valid at the time of production. There is no indication of a material defect or manufacturing failure. Conclusion and root cause: the failure is most probably using and/or patient related. No CAPA is necessary.